Event description:
During rotablator procedure the rotawire broke in tortuous left coronary artery. The pt went to the operating room for bypass surgery. The broken tip was retrieved. Pt has since been discharged from hosp.